Manufacturer narrative:
No report of patient involvement. The customer declined ge service repair.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.